Event description:
It was reported that the device showed no battery longevity or longevity estimate. It was also reported that implant detection had not been programmed off at the time of implant. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.